Event description:
It was reported that the artificial urinary sphincter (aus) was explanted due to unspecified reasons. A new aus device consisting of two 3.5cm cuffs, a 61-70 cm h2o balloon and a pump, was implanted. Further information was requested and not yet received. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.

Event description:
It was reported that the artificial urinary sphincter (aus) was explanted due to unspecified reasons. A new aus device consisting of two 3.5cm cuffs, a 61-70 cm h2o balloon and a pump, was implanted. Further information was requested and not yet received. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed. If was further reported the aus was explanted due to a "leak in the seam of the balloon."